Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as the doctor performed peritoneal dialysis catheterization, the peritoneal dialysis tube was found to have leakage (dialysate) during postoperative examination. After the peritoneal fluid was flushed, leakage was found at the connection between the peritoneal dialysis tube and the titanium joint. Immediately, the peritoneal dialysis tube was cut short and replaced with the external short tube to resolve the issue. There was no blood leak and blood transfusion was not indicated. As it may cause infection to the patient, peritoneal dialysis fluid was added and left the abdomen for 3 days to prevent infection. No infection had occurred so far. The engineer stated that the leakage might be caused by the quality problem of the pipeline. It was also reported that the clamps moved to a new location after treatment. No intervention/treatment was required due to the leak and there were no noticeable damage upon visual inspection prior to use. There was no patient harm.